Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "plastic came of the catheter" after a bolus injection. It was reported "epidural catheter burst and a squirt of local anesthetic noted on my hand that was holding the medline yellow end clip". Due to this, "the clinical team cut the catheter, distal to the affected area, added another catheter connector". It was reported that the patient was not harmed. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Epidural catheter burst".